Manufacturer narrative:
Full name of the facility is the sixth affiliated hospital of sun yat sen university. The customer returned two devices to support their allegation of device being easy to damage. One device had a brokenbrush tip the other device had a distorted brush tip. There were no defects such as holes in the screw tube section of brush. There was obvious bending phenomenon in the middle of brush rod. No defects were found in the materials of the broken section. According to similar cases from the past, it was suspected that the brush tip will bend under the force, and get stuck after entering the scope; when excessive external force is exerted to pull it out, can eventually lead to fracture. Or from the opposite direction to insert the cleaning brush, resulting in brush tip stuck and broken. When the cleaning brush was inserted, push it forward by short percussion. During conveying, the distance between the finger holding position and the suction cylinder is about 3 cm, so as to avoid the distance of the brush rod too long for one time to push, which will lead to excessive bending of the brush rod and unable to recover. The damage of the brushed is not a quality problem. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device is deemed to be easy to damage and deform causing the device to break in the scope channel during reprocessing. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, stress of the device likely caused the event. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The broken brush tip did not remain in the scope. The brush tip broke in the cleaning tank.